Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the nit functions normally and within specification. The concomitant devices vl2600 and e7509 were not returned. .

Event description:
The customer reported that a pt received a 2nd degree burn to the right gluteus. The burn was treated with antibiotics and healing patch.